Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that their quality control were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and found gel material in the ion selective electrode (ise) thermistor and electrode fluid path. The cse cleaned the assembly and electrodes and ran the ise line wash procedure. The cse reviewed the event log, which indicated that results were flagged with level sense error (lls) prior to the discrepant result being obtained. The cse pulled the patient sample and found evidence that the dilution pipette probe (dpp) had gone down into the gel separation layer but no clot error was posted. The cse verified clot detection settings and alarms, and there were no issues noted. The cse ran both normal and clotted sample with the clot monitor program and plots were accurate, indicative of both normal and clotted aspirations, but no errors or alarms were posted. The cse replaced the clot sensor and verified connections and printed circuit board (pcb). The cse reran clot monitor test and plots were accurate, with no errors or alarms for the clotted samples. The cse powered down the instrument and brought the instrument back up and the clot detection returned to normal operation. The cse ran the clot monitor protocol with both normal and clotted samples to verify the process. The cse ran system check and performed calibration, resulting successful. The cse ran quality controls, precision testing and correlation study to assess the instrument performance. The cause of the discordant, falsely low na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on one patient sample on an advia 1800 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument, resulting higher. The result obtained on the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.